Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited the forceps channel port was shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that when inserting/withdrawing the endo therapy accessories and/or cleaning brush, etc., their metal parts interfered with biopsy channel port leading to the suggested event. However, the root cause could not be identified. The instruction manual states the detection methods in "bronchofiberscope bf-e2 series operation manual chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.